Event description:
It was reported that high lead impedance was observed on system and normal mode diagnostic testing. No trauma was reported to have contributed to the high impedance. Surgical intervention is likely but has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.

Event description:
The patient had generator and lead replacement surgery on (B)(6) 2015. The explanted products were discarded by the hospital. Therefore, analysis is unable to be completed.

Event description:
Clinic notes from the surgeon dated 11/20/2014 were received and reported that the patient presented for vns replacement. Surgical intervention is likely but has not occurred to date. The neurologist noted in the clinic nots that it is recommended to turn off the device after observance of high lead impedance, but he elected to keep the device on for this patient due to the patient having such intractable seizures.